Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that the reporter was made aware of all three broken handles on the reporting date (april 1, 2022). It was indicated that all three had broken that week and they did not provide the dates in which each handle was broken there were no consequences for the patients as a result. In each surgery they switched to a different handle to re-insert the cup. The handle is part of the insertion device. They are not separate product codes. The shaft of the inserter goes through the black handle and is wielded to the metal cap on the other side. The cap has busted off the central shaft and both have become disengaged from the black handle portion of the cup insertion device. The numbers provided are the correct numbers for the broken instrument.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned for analysis. The photo investigation found the device broken. Confirming, the reported allegation. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.